Manufacturer narrative:
The device used in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established as the product was not returned. Due to this the visual inspection and functional evaluation could also not be undertaken. Review of the manufacturing records found: all acceptance criteria compliant, no indication of any deficiencies. Review of complaint history in the last 4 years found further similar instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. Corrective and preventative actions are being taken with relation to the reported failure mode. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that the renasys go turned off on its own and the patient could not turn it back on. The patient was instructed to press on power button and press on select button. The device began to work however it began to alarm blockage/full. Patient stated she changed out canister prior to calling. Troubleshooting was followed, but the problem was not solved. The patient was instructed to call her doctor for a possible dressing and pump exchange.